Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also some farfield oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system recorded a signal artifact episode with minute ventilation feature oversensing and a high, out of range (oor) pacing impedance from ring to can at the right atrial (ra) lead channel. An automatic safety switch alert was observed due to the oor impedance values. A possible spring contact issue in header was discussed. Also, some farfield oversensing was observed at the atrial channel. It was recommended to bring in patient and reprogramming the device. Additional information was received mentioning that the ra lead was revised due to a fracture, the device was also explanted, and a new competitor pacemaker was implanted. No information on ra lead return. No information was obtained from field representative. No additional adverse patient effects were reported.